Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: removal/snaring of dislodged stent. Device issue: stent dislodgement. It was reported that during inflation, some contrast started to leak from the balloon and it was not possible to complete the inflation. All of the devices were removed as a single unit, but when the system was out of the patient, it was noticed that the stent had dislodged and remained in the aorta. The stent was retrieved with a snare device. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. Since there was no mention of the stent being loose or not properly positioned when the device was inspected prior to use and there was no mention of a leak in the balloon being noted when the device was prepared for use, it would seem that the device was damaged during use from the circumstances experienced during the procedure; however, without the device to examine, a conclusive root cause could not be determined in this case.